Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that vela ventilator during testing runs for a short time then goes inop with a motor fault alarm. The customer confirmed that there was no patient involvement associated with the reported issue.

Manufacturer narrative:
Confirmed customer reported allegation. Cause of reported problem p/m 16351 power supply s/n (B)(4).